Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted sooner than anticipated. It was also reported that the right ventricular (rv) lead had high thresholds. The device was explanted and replaced. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.